Event description:
After 7 months of implantation, this ICD was explanted and returned because during a follow-up interrogation, the rv continuity test was found open. The device was explanted in 2006.

Manufacturer narrative:
Open rv continuity test during interrogation. The analysis from the manufacturer is pending.